Manufacturer narrative:
Technician found that the head hilow was slowly drifting down. Replaced the rod lock to resolve this issue.

Event description:
Facility staff alleged that the head hilow is slowly drifting down. No injury reported.